Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / physical pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a removal procedure due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / physical pain/ pain: pelvic') in a 32-year-old female patient who had essure (batch no. 863669-inv, 863569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation and parity 3 (dob (B)(6) 2004, (B)(6) 2008, (B)(6) 2014). She denies chills, fever, nausea, and vomiting (post operatively). Concomitant products included cetirizine hydrochloride (zyrtec) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pain: abdominal pain"), back pain ("pain: back area") and pain in extremity ("pain: lower leg area") and was found to have weight decreased ("weight loss"), 9 days after insertion of essure. On (B)(6) 2012, the patient experienced injury associated with device ("other injury complications: insertion injury"). In (B)(6) 2012, the patient experienced depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (she underwent a laparoscopic removal of coils.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the menstrual disorder, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight decreased and injury associated with device outcome was unknown and the abdominal pain, back pain and pain in extremity was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, injury associated with device, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 158 lbs. Insertion detail: her symptoms were of particular concern secondary to the difficulty in the insertion of the essure coil into the right fallopian tube. Treatment received for : pain , bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, vaginal hemorrhage, pain (pelvic/abdominal/back area/leg)." Lot # 863669-inv. Lot number:863569 manufacturing date: 2011-05 expiration date:2014-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / physical pain/ pain: pelvic') in a 32-year-old female patient who had essure (batch no. 863669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation. She denies chills, fever, nausea, and vomiting (post operatively). Concomitant products included cetirizine hydrochloride (zyrtec) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pain: abdominal pain"), back pain ("pain: back area") and pain in extremity ("pain: lower leg area") and was found to have weight decreased ("weight loss"), 9 days after insertion of essure. On (B)(6) 2012, the patient experienced injury associated with device ("other injury complications: insertion injury"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue"). The patient was treated with surgery (she underwent a laparoscopic removal of coils.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, back pain and pain in extremity was resolving and the menstrual disorder, menorrhagia, vaginal haemorrhage, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight decreased and injury associated with device outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, injury associated with device, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 158 lbs. Insertion detail: her symptoms were of particular concern secondary to the difficulty in the insertion of the essure coil into the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, vaginal hemorrhage, pain (pelvic/abdominal/back area/leg)." Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter information was added. This case concerns 32 year old patient. Her demographic was updated. Lab data was added. Her historical condition was added. Essure removal date was added. Essure lot number was added. Essure indication was amended. Her concomitant medication was added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight loss, other injury complications: insertion injury, pain: abdominal pain, pain: back area and pain: lower leg area were added. She was recovering from event: pelvic pain, pain: abdominal area, back area and pain leg. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / physical pain/ pain: pelvic') in a 32-year-old female patient who had essure (batch no. 863669-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation. She denies chills, fever, nausea, and vomiting (post operatively). Concomitant products included cetirizine hydrochloride (zyrtec) since january 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pain: abdominal pain"), back pain ("pain: back area") and pain in extremity ("pain: lower leg area") and was found to have weight decreased ("weight loss"), 9 days after insertion of essure. On (B)(6) 2012, the patient experienced injury associated with device ("other injury complications: insertion injury"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue"). The patient was treated with surgery (she underwent a laparoscopic removal of coils.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, back pain and pain in extremity was resolving and the menstrual disorder, menorrhagia, vaginal haemorrhage, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight decreased and injury associated with device outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, injury associated with device, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 158 lbs. Insertion detail: her symptoms were of particular concern secondary to the difficulty in the insertion of the essure coil into the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on 01-aug-2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, vaginal hemorrhage, pain (pelvic/abdominal/back area/leg)." Most recent follow-up information incorporated above includes: on 13-jun-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / physical pain/ pain: pelvic') in a 32-year-old female patient who had essure (batch no. 863669-inv, 863569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation and parity 3 (dob (B)(6) 2004, (B)(6) 2008, (B)(6) 2014). She denies chills, fever, nausea, and vomiting (post operatively). Concomitant products included cetirizine hydrochloride (zyrtec) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pain: abdominal pain"), back pain ("pain: back area") and pain in extremity ("pain: lower leg area") and was found to have weight decreased ("weight loss"), 9 days after insertion of essure. On (B)(6) 2012, the patient experienced injury associated with device ("other injury complications: insertion injury"). In (B)(6) 2012, the patient experienced depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (she underwent a laparoscopic removal of coils.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the menstrual disorder, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight decreased and injury associated with device outcome was unknown and the abdominal pain, back pain and pain in extremity was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, injury associated with device, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 158 lbs. Insertion detail: her symptoms were of particular concern secondary to the difficulty in the insertion of the essure coil into the right fallopian tube. Treatment received for : pain , bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, vaginal hemorrhage, pain (pelvic/abdominal/back area/leg)." Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event : "pelvic pain / physical pain/ pain: pelvic , abnormal bleeding (vaginal, menorrhagia) updated as recovered. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / physical pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a removal procedure due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Amendment: the report was amended on 11-jan-2019 for the following reason: information and references from case (B)(4) were entered as it is a follow up from this case. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.